Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (date not reported) to excise overgrown skin near the abutment. This procedure occurred prior to the skin excision previously reported to have occurred on (B)(6) 2013. This report is filed on october 17, 2013. Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2012, to excise an overgrowth of skin tissue around the abutment. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.